Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the unknown error message "strip fill problem" appeared at an unspecified time on (B)(6) 2016. The patient manages her diabetes with shots (other than insulin). She reported that after obtaining the error message, she consumed less food/drink. She claimed that 1 hour after the alleged issue started, she developed symptoms of "headaches". She reported that on the morning (B)(6) 2016, she self-treated her symptom with a "glucagon injection". She denied using another device to check her blood glucose levels. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom and received treatment for severe hypoglycemia, after the alleged error message appeared.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.